Manufacturer narrative:
The hook handle (cev229-1a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the hook handle verified the complaint reported by the customer as valid. The monopolar connector was blackened. The test of electrical continuity was compliant with a microfrance cable and not compliant with the cable received from the customer. According to the call discussion on (B)(6) 2021, the interference video issue didn't occur all the time. As the cable from the customer was already used, we are awaiting a new cable from the customer to confirm the issue of incompatibility. Root cause analysis: as this is a random issue, we could not confirm that the interference video issue was related to the received product. However, the overheating of the connector is probably due to the incompatibility of the customer¿s cable with our product. The investigation will be reopened as soon as we received a new cable from the customer to confirm this root cause.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was interference with video using the hook handle (cev229-1a). Recently, the video cut for two minutes due to this issue. The interference happens when the devices are in use for several minutes and became dirty. In addition, the hook handle overheated in the surgeon¿s hand and/or had electric arc. The device was in contact with the patient; however, no injury of significant increase in surgery time occurred.